Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer that the router broke in the drill during testing. It was subsequently reported that during service conducted at the manufacturer a broken piece of a router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: investigation results indicate that issues identified with the associated pi drive plus motor 5407300000 sn (B)(6) contributed to the router break.

Event description:
It was reported via the customer that the router broke in the drill during testing.it was subsequently reported that during service conducted at the manufacturer a broken piece of a router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.